Event description:
Patient injected radiesse developed swelling, facial paralysis and necrosis of the area 3 days post-injection. The patient was taking aspirin; dose unknown. Patient gender was not reported. Further patient and event information will be provided by the physician.

Manufacturer narrative:
On 01/24/2013 the following updates were reported in a written report by the physician: the patient was injected with 1.5 cc of radiesse during (B)(6) 2012. The patient after 3 days presented an area of hematoma with ecchymoses, probable vasculitis, with complete paralysis of the facial nerve in orbicular and lip area. Compression of the trigeminal nerve and area of necrosis in cheek. No further information has been provided at this time. The lot number was not provided by the injector therefore further review was not performed.